Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned in used condition. The tamper was seal missing, and the lens was damaged. A review of the history log indicated that the device displayed a cassette not attached properly message. The device was subjected to a sensor test. The customer reported product problem was subsequently verified, and attributed to a sticky/failed dso sensor. The dso sensor was replaced as a result.

Event description:
Information was received indicating that a load cassette error occurred to a smiths medical cadd®-solis vip ambulatory infusion pump. There were no reported adverse effects.